Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the after the first band was deployed, the remaining bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility address): (B)(6) this event was reported by the distributor. The physician is: (B)(6) block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and the handle assembly were returned. The trip wire was secured and rolled in the handle assembly. The trip wire was also found to be kinked in several sections. The suture was in good condition and attached to the trip wire. The ligator head had five bands attached and they were moved from their positions and were overlapped. Further inspection shows that the ligator head teeth were damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The reported event was confirmed. The bands were moved from their original positions indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands and deployment failure. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device when securing the trip wire in the handle slot and/or when rotating the handle during the use of the device. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6), 2021. During the procedure, it was noticed that the after the first band was deployed, the remaining bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.